Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the pump powers up properly with appropriate auditory and vibratory alarms. A review of the pump history indicated that loss of cartridge detection had occurred, which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported receiving four random loss of prime alarms on (B)(6) 2011. He stated that all of the insulin was dispensed out of the cartridge during the load step of a routine cartridge change. The patient noted that multiple random loss of prime alarms have occurred every day or two for the past two weeks. The patient confirmed that the cartridge cap was secure, and that there are no related alarms in the pump history. This complaint is being reported because insulin was allegedly dispensed during the load step.